Manufacturer narrative:
Report on this event is late due to inability to locate surgeon and determine what adverse event occurred to the pt. Initial indication of event occurred when hosp returned unused product on 10/15/07 and indicated there had been an adverse event.

Event description:
Pt had a re-do suboccipital craniectomy with bovine graft in 2007, the original procedure was performed in 2006 at another hosp. Pt was discharged 3 days post surgery with incision well approximated, no damage with sutures intact. Approximately 10 days after, sutures were removed in the clinic without any noted problems. About 8 days later, pt was admitted to the hosp for headaches, nausea and vomiting. Lumbar puncture revealed 81 % neutrophils, high proteins, normal white to red blood cell ratio. Pt was treated with antibiotics for empiric treatment of bacterial meningitis. After final cultures remained negative, antibiotics discontinued. Neuro follow-up visit at about 2 weeks later indicates zero residual results.